Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. No intervention has been performed yet and the crt-p remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the crt-p be returned back from the field for analysis.